Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 21-apr-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's pump was "out and alarming." When the patient's pump was replaced in 2017 due to normal and expected battery depletion, she had "positive bacterial cultures from the surgery he did to irrigate it out." She had been "declining" since that surgery. She could feel hard nodule formations on her spine where the catheter is. She had complications and was feeling helpless. She was having severe headaches with swelling on the right side of her head, numbness in her lower extremities, and severe pain at the catheter site in her spine. No further complications were reported.